Event description:
Complainant alleged that while running a 12-lead ECG analysis on a patient, the device's system froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complainat is still under investigation.